Event description:
Boston scientific received information that this patient was presented to the hospital after a syncopal episodes. High pacing thresholds were revealed and an x-ray revealed that this right ventricular lead had dislodged. After the patient was stable this right ventricular lead was explanted and replaced. The lead will not be returned. No further adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.